Manufacturer narrative:
Investigation completed. H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for hub/collar separation, a missing IV shield with the incident lot was observed. The reported dull needle point could not be determined via the photos. Moreover, evaluation of the customer samples was performed; hub/collar separation, a missing IV shield, and dull need point was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to hub/collar separation through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing two occurrences of the needle separating from the holder hub before use. The following has been provided by the initial reporter: before use this batch, the customer found some issues occurred: 2ea broken off and the np cannula were missing; 1ea missing components; 5ea have dull needle point.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing two occurrences of the needle separating from the holder hub before use. The following has been provided by the initial reporter: before use this batch, the customer found some issues occurred: 2ea broken off and the np cannula were missing; 1ea missing components; 5ea have dull needle point.